Event description:
This pt experienced a restenosis of a cypher stent in the proximal left anterior descending artery (lad) approx two months after implantation. The pt was taken to the or for elective coronary bypass (CABG). This pt was admitted to the hosp with a chief complaint of unstable angina. The pt was taken electively to the cardiac cath lab, where angiography revealed a 99% de novo. Focal (7mm), ostial, mildly calcified lesion in the proximal lad. Flow through the lesion site was timi I. A bolus of angiomax was administered via IV. No gp 2b3a's were administered. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated prior to stent placement. A 2.5 x 13mm cypher stent was deployed with satisfactory results. The stent was not post-dilated.